Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated due to a failure of the power supply unit of the subject device. The olympus local service department replaced the power supply unit of the subject device, but the subject device failed to start and the leds of the front panel were not turned on due to a failure of the circuit board. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the unspecified timing, the front panel led's of the subject device blinked. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.